Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted. Interrogation showed there was nine months remaining longevity and the device was implanted just over a year ago. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.